Event description:
Pump reported to underinfuse during routine testing by hospital biomed. Pump was set to infuse at a rate of 100ml/hr to deliver a total volume of 500ml, but the pump infused 433ml. There was no pt involvment.